Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard number and letter was failed. A field service engineer (fse) arrived on site and swapped the keyboard for the station due to letters not displaying properly. The functionality was then tested successfully within the medical application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard numbers or letters were wearing off and needed replacement of the keyboard the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.